Event description:
I am attempting to describe a defect in a nidek rt-900 phoropter system sold in the united states. This phoropter system is used by optometrists and ophthalmologists in the us to determine eye glass and contact lens prescriptions. This defect causes lens values in the machine to change unexpectedly and unpredictably at random intervals during usage. This can lead to prescribing errors for glasses and contacts. Use of the device is possible by having the doctor never take their eyes off of the readout screen while changing lens powers, so that errors can be detected. But this requires the doctor to have a perfect memory of lens powers prior to attempting to make any changes, and perfect attention to the machine readout. This seems to me to be an unsafe behavior of this device that could lead to many mistakes. During use, lens powers are changed for the testing process using a rotory knob on a remote control. The encoder for this knob frequently misinterprets user input resulting in random and unexpected changes to lens powers in the machine. I have been told by the us dealer marco that such errors are normal for this type of device. To try and address my concerns they have replaced the remote controls. However, all units have been plagued with the same defect. I have two similar devices manufactured by topcon. Topcon's devices almost never exhibit this error. I would estimate that the marco -nidek- units are at least 200 times more prone to producing this error than the similar topcon cv-3000. This problem could be corrected by replacing a small electronic component on the remote control circuit board with one that more reliably detects changes in the knob position. Worst case the remote control -similar in size and shape to a tv remote control- would have to be replaced with a new design. After numerous complaints to the us dealer about the defect, they demonstrate no interest in correcting the design defect. I believe the device should be recalled and repairs required.